Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of a -12.0 was damaged with a tear in the corner. Patient contact or cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: one similar complaint within associated lots was found. Claim# (B)(4).

Manufacturer narrative:
B5: product non-conformity (no patient involvement) was reported. Lens tore/broke before loading after opening the vial. Cause of the event was other with the device not performing as intended. Reportedly, "poor lens quality/edge torn." On (B)(6) 2024 a replacement lens was implanted into the patient's right eye (od). The problem was resolved. Claim# (B)(4).

Manufacturer narrative:
B5: after futher reported information received. This claim is not reportable. There is no complaint. (B)(4).